Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test and self-test. Unable to complete functional or confirm watchdog timeout alarm due to cracked end cap. Unit was received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched case, missing end cap sticker and cracked end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading was 144 mg/dl. No significant events leading to the alarm were observed. Product is not expected to return.